Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer fell and experienced a touchscreen being cracked. The customer's blood glucose level was impacted (278 mg/dl), and was addressed by delivering a bolus, via the pump. Reportedly, the pump was functional. It was indicated that the customer would continue to use the pump for insulin therapy.